Event description:
The report stated that during a gastrectomy, from the initial use sealing was not completed although an end tone, indicating a completed seal, was heard. The procedure was completed with manual suturing. The generator was set at 2 bars at the beginning of the surgery and soon changed to 4 bars as the surgeon felt the sealing was weak. Pt lost approximately 500cc of blood. No transfusion was necessary and there was no pt injury. The site has indicated that the pt's condition is ok.

Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.